Manufacturer narrative:
Added medical history. Updated results code. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2011: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnoses: incarcerated recurrent ventral incisional hernia; morbid obesity. Postoperative diagnoses: incarcerated recurrent ventral incisional hernia; morbid obesity. Procedure: repair of incarcerated ventral incisional hernia using dualmesh as an underlay. Assistants: dr. (B)(6); (B)(6), medical student. Anesthesia: dr. (B)(6), general endotracheal. Description of procedure: ¿this 62-year-old female was brought to the operating room and placed on the operating table in the supine position. The patient was maintained under satisfactory general endotracheal anesthesia. The patient¿s abdomen was prepped and draped in a sterile fashion. The previous incision was followed from just above the umbilicus to slightly around to the right side of the umbilicus. This incision was also extended cephalad towards the xiphoid. The incision was carried down into the fascia and into the peritoneal cavity. The patient was noted to have a fascial defect to the right of midline, where a loop of small bowel was incarcerated in a hernia sac. There were also several areas of small bowel adherent to the undersurface of the fascia at the midline. The small bowel was freed from the hernia sac and delivered back into the peritoneal cavity. The hernia sac was excised and sent as permanent specimen. When palpating along the midline, there were several areas of small fascial defects. The decision was made to place an underlay of dualmesh. A 10 x [rest of report not given]. [Missing record: rest of report for ¿repair of incarcerated ventral incisional hernia using dualmesh as an underlay¿ performed on (B)(6) 2011 not given]. [Missing record: a pathology report detailing analysis of device removed during the (B)(6) 2011 procedure not provided.]. On (B)(6) 2011: (B)(6) hospital. Implant record. Patch gore dual. Manufacturer: wl gore & associates, inc. Size: 10 x 15. Implant site: abdomen. Catalog number: 1dlmcp03. Lot number: 7824887. Expiration date: 01/2013. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/7824887) was implanted during the procedure. On (B)(6) 2012: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: recurrent, incarcerated abdominal incisional hernia with small bowel obstruction. Postoperative diagnosis: recurrent, incarcerated abdominal incisional hernia with small bowel obstruction. Procedure: repair of incarcerated abdominal incisional hernia with strattice mesh. Assistant: dr. (B)(6). Complications: enterotomy. Anesthesia: general given by dr. (B)(6). Estimated blood loss: 50 ml. Specimen: none. Description of procedure: ¿this patient was taken to the operating room from the emergency department on an urgent basis and placed on the operating table in the supine position. A satisfactory general anesthetic was administered by dr. (B)(6). The patient was noted to have a midline abdominal incision where she had previous multiple hernia repairs including the use of prosthetic mesh. She had presented through the emergency department with 5 days worth of abdominal pain followed by nausea and vomiting of 1 day¿s duration. Evaluation there included an abdominal CT scan, which revealed a knuckle of intestine was stuck in a recurrent abdominal incisional hernia just below the mesh placed previously. She was therefore brought to the operating room at this time for management of her incarcerated, potentially strangulated, abdominal incisional hernia with small bowel obstruction. The abdomen was now prepped with chloraprep and draped with sterile drapes. Her prior short curved periumbilical midline incision was now opened and extended slightly in both directions with the scalpel. This was carried through the skin and subcutaneous tissues sharply. Hemostasis was assured with the aid of the bovie. The incision was then carried through the deeper subcutaneous tissues. An obvious hernia sac, which measured approximately 4 cm in diameter, was readily encountered adjacent to the umbilicus. This was dissected down to the anterior abdominal wall fascia and had an obvious loop of intestine stuck within it. The fascia was then opened in both directions. The hernia sac was eventually opened, and the small intestine loops appeared dusky and contused. The fascia was then opened further by extending it towards the pubis. The loop of intestine was densely adherent to the hernia sac and to the mesh just above it. This was gradually mobilized by sharp division of peritoneal attachments. During the course of this, the intestine did perforate spilling some succus entericus. This was rapidly aspirated. Eventually, the adhesions as well as the adjacent loops of small intestine were all mobilized off the anterior abdominal wall sharply. The intestine that was involved in the hernia was now carefully examined. After enlarging the fascial defect and mobilizing, the intestine did actually improve in appearance. Therefore, the enterotomy was closed with interrupted full-thickness sutures of 3-0 pds. This seemed to come together quite nicely and was completely intact. The intestine was then reduced into the abdomen. The midline fascia was now debrided circumferentially. The decision to proceed with repair of the recurrent hernia was now made. In light of the patient¿s complicated hernia history, it was felt direct suture closure would never provide an enduring herniorrhaphy. Therefore, the decision to repair this with strattice mesh was now made. A 10 x 10 piece of strattice was passed onto the field. This was secured in a subfascial location with interrupted horizontal mattress sutures of 0 pds suture. Approximately 10 such sutures were placed circumferentially. After positioning the strattice, the wound was irrigated with saline and aspirated dry. The native fascia was now closed over the strattice with interrupted figure-of-eight sutures of number 1 prolene. Following this, the subcutaneous tissue was again copiously irrigated with warm saline solution. The subcutaneous tissue was closed with interrupted sutures of 3-0 vicryl. The skin was closed loosely with skin staples. A sterile dressing was applied. This entire procedure was well tolerated without obvious intraoperative complication. The patient remained stable throughout. She was transferred to the recovery room at the end of the procedure in stable condition. A note should be made that a nasogastric tube was placed in surgery with plans to leave it in place until intestinal peristalsis resumes in the postoperative period.¿ [missing record: records for the CT scan showing the ¿knuckle of intestine was stuck in a recurrent abdominal incisional hernia just below the mesh placed previously¿ were not provided.]. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® plus biomaterial for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2016: (B)(6) hospital. Provider not listed. Radiology. CT abdomen and pelvis. Comparison on (B)(6) 2015. Presented with abdominal pain. Findings: ¿no abdominal or pelvic adenopathy. The duodenum and proximal jejunum are normal in caliber. There are multiple air -fluid levels within multiple moderately dilated left lower quadrant and central abdominal small bowel loops with multiple transition points surrounding the left lower quadrant ventral hernia and infraumbilical ventral hernia adjacent to the prior ventral hernia repair mesh. There is complete decompression of the distal small bowel no pneumatosis mesenteric gas, or portal venous gas. No significant interloop fluid small amount of fecal last material within the obstructed loops.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1901: an additional surgical procedure was necessary related to the gore device. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span may 17, 2011 through march 21, 2016 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: ¿ obesity - (B)(6) 2011: morbid obesity ¿ (B)(6) 2011: incarcerated recurrent ventral incisional hernia ¿ (B)(6) 2012: small bowel obstruction [sbo] surgical procedures: ¿ (B)(6) 2011: repair of incarcerated ventral incisional hernia using dualmesh as an underlay. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2012: repair of incarcerated abdominal incisional hernia with strattice mesh; enterotomy. Implant: strattice mesh. Implant preoperative complaints: ¿ (B)(6) 2011: preoperative diagnoses: ¿incarcerated recurrent ventral incisional hernia; morbid obesity.¿ implant procedure: repair of incarcerated ventral incisional hernia using dualmesh as an underlay. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp03/7824887, 10cm x 15cm x 1mm thick, oval.] Implant date: (B)(6) 2011 ¿ wound classification: unknown ¿ description of hernia being treated: ¿the previous incision was followed from just above the umbilicus to slightly around to the right side of the umbilicus. This incision was also extended cephalad towards the xiphoid. The incision was carried down into the fascia and into the peritoneal cavity. The patient was noted to have a fascial defect to the right of midline, where a loop of small bowel was incarcerated in a hernia sac. There were also several areas of small bowel adherent to the undersurface of the fascia at the midline. The small bowel was freed from the hernia sac and delivered back into the peritoneal cavity. The hernia sac was excised and sent as permanent specimen. When palpating along the midline, there were several areas of small fascial defects. The decision was made to place an underlay of dualmesh. A 10 x¿ [remainder of operative report not provided.] Revision preoperative complaints: ¿ (B)(6) 2012: indication: ¿she had presented through the emergency department with 5 days worth of abdominal pain followed by nausea and vomiting of 1 day¿s duration. Evaluation there included an abdominal CT scan, which revealed a knuckle of intestine was stuck in a recurrent abdominal incisional hernia just below the mesh placed previously. She was therefore brought to the operating room at this time for management of her incarcerated, potentially strangulated, abdominal incisional hernia with small bowel obstruction.¿ revision procedure: repair of incarcerated abdominal incisional hernia with strattice mesh. Revision date: (B)(6) 2012 ¿ procedure: ¿her prior short curved periumbilical midline incision was now opened and extended slightly in both directions with the scalpel. This was carried through the skin and subcutaneous tissues sharply. Hemostasis was assured with the aid of the bovie. The incision was then carried through the deeper subcutaneous tissues. An obvious hernia sac, which measured approximately 4 cm in diameter, was readily encountered adjacent to the umbilicus. This was dissected down to the anterior abdominal wall fascia and had an obvious loop of intestine stuck within it. The fascia was then opened in both directions. The hernia sac was eventually opened, and the small intestine loops appeared dusky and contused. The fascia was then opened further by extending it towards the pubis. The loop of intestine was densely adherent to the hernia sac and to the mesh just above it. This was gradually mobilized by sharp division of peritoneal attachments. During the course of this, the intestine did perforate spilling some succus entericus. This was rapidly aspirated. Eventually, the adhesions as well as the adjacent loops of small intestine were all mobilized off the anterior abdominal wall sharply. The intestine that was involved in the hernia was now carefully examined. After enlarging the fascial defect and mobilizing, the intestine did actually improve in appearance. Therefore, the enterotomy was closed with interrupted full-thickness sutures of 3-0 pds. This seemed to come together quite nicely and was completely intact. The intestine was then reduced into the abdomen. The midline fascia was now debrided circumferentially. The decision to proceed with repair of the recurrent hernia was now made. In light of the patient¿s complicated hernia history, it was felt direct suture closure would never provide an enduring herniorrhaphy. Therefore, the decision to repair this with strattice mesh was now made. A 10 x 10 piece of strattice was passed onto the field. This was secured in a subfascial location with interrupted horizontal mattress sutures of 0 pds suture. Approximately 10 such sutures were placed circumferentially. After positioning the strattice, the wound was irrigated with saline and aspirated dry. The native fascia was now closed over the strattice with interrupted figure-of-eight sutures of number 1 prolene. Following this, the subcutaneous tissue was again copiously irrigated with warm saline solution. The subcutaneous tissue was closed with interrupted sutures of 3-0 vicryl. The skin was closed loosely with skin staples.¿ relevant medical information: ¿ 3/21/16: CT abdomen and pelvis. ¿presented with abdominal pain. Findings: no abdominal or pelvic adenopathy. The duodenum and proximal jejunum are normal in caliber. There are multiple air-fluid levels within multiple moderately dilated left lower quadrant and central abdominal small bowel loops with multiple transition points surrounding the left lower quadrant ventral hernia and infraumbilical ventral hernia adjacent to the prior ventral hernia repair mesh. There is complete decompression of the distal small bowel. No pneumatosis mesenteric gas, or portal venous gas. No significant interloop fluid. Small amount of fecal last [sic] material within the obstructed loops.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 7824887 additional manufacturer narrative: (B)(4). W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal. Additional event specific information was not provided.